Manufacturer narrative:
The customer did not perform routine qc on the date of the event. As no sample material was available for further investigation, a specific cause of the event could not be determined. From the information provided, a general reagent issue could most likely be excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results from cobas 6000 e601 module serial number (B)(4). Patient 1 initial result was 7.78 pmol/l and the repeat result was 7.71 pmol/l. The repeat result from an abbott alinity analyzer was 4.56 pmol/l. Patient 2 initial result was 7.40 pmol/l and the repeat result was 7.40 pmol/l. The repeat result from an abbott alinity analyzer was 4.21 pmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.